Event description:
In 2009, baxter was notified of a complaint from a nurse reporting that a 12-foot extension set was misused during patient use. The pt was diagnosed with peritonitis a few days later on the day prior to original date, but was not hospitalized. The pt was then placed on continuous ambulatory peritoneal dialysis. The pt's misuse occurred when the extension set, which had a spike connection, was used to try and extend the pt line, which had a luer lock connection. The pt's nurse reported that the label on the package may be misleading to some pts as it states that the line is designed to extend either the pt line or drain line one the automated peritoneal dialysis (apd) disposable set. The pt is a new home pt and did not realize that the pt line and the extension set were not compatible. On original date, the peritoneal dialysis effluent was analyzed and the gram stain results showed gram-positive cocci with a leukocyte count of 530.2 cells/mm3, 86% neutrophils, and 1% eosinophils. A peritoneal dialysis effluent culture performed on the same date identified staphylococcus as the causative organism. The pt was given cipro 500 milligrams by mouth for three days and ancef 2 grams intraperitoneal for fifteen days in the same month. Per the nurse, the pt does not reuse supplies. The nurse also indicated this was a break in aseptic technique and the pt has been retrained on proper procedure. Reportedly, the pt recovered from the peritonitis the next day.

Manufacturer narrative:
The sample is not available.